Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. At the time of the report with tandem technical support the touch screen was displaying as intended; therefore customer continued to use the pump for insulin therapy. There was no reported impact to the customers blood glucose level.